Event description:
Additional information was received stating that there is no known significant event that could have affected the lifetime of the device. An internal review of the data did not provide a clear indication of the cause of the unexpected battery depletion. According to their calculations, the stimulator should have a lifetime of approximately two years at the current impedance levels and pacing settings. The stimulator runtime documented by the hcp on 19 december 2023 was 2 years and 6 months, indicating that the performance at that time was better than their current calculations. They suspect that the impedance values have changed. Although the measured impedance values are regular overall, there could be a (temporary) increase in impedance at one or more contacts. This increase in impedance would lead to increased energy consumption, resulting in faster discharge. This assumption is supported by the increased impedance value of contact 2 (2,455 ohms). The event did not resolve yet. They will attend the outpatient appointment on (B)(6) and measure impedances again. This was confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had dbs replacement in november 2023. The follow-up appointments since then have all been regular and traceable. At the last follow-up on 2024-sep-16, the remaining time jumped from 2 years 4 months to 9 months. There were no technical faults and no changes to settings that could explain this. They stated it would not be good for the patient if they really had to have another replacement in the near future. A picture of the impedance showed left monopolar contact 2 was investigate (2,455 ohms).